Event description:
Patient underwent a right reverse shoulder replacement surgery. Weeks later, the wound over the surgical site was oozing fluid, became red and inflamed, and was painful. Culture of the surgical site identified c. Acnes bacterial infection. During the revision procedure, the surgeon collected additional specimens for pathology, performed debridement, lavaged the surgical site, and finally replaced the implants.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.